Event description:
The complaint is reported as: "consultant anaesthetist was pulling out the guidewire for the triple lumen cvc after the catheter was inserted. While pulling the guidewire the guidewire came undone, and was becoming difficult to pull it without leaving remnants in the vessel. To avoid that, the entire catheter with the guidewire in it was removed. The tip of the guidewire was checked and it was still intact." It was reported the site of the insertion was stitched up and an x-ray was performed to confirm nothing was left in the patient. No patient harm was reported.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit containing a single guide wire, product lidstock, 3-lumen catheter, and various other components for evaluation. The guide wire was partially advanced within the catheter assembly and was unraveled. The components showed evidence of use in the form of dried blood. The guide wire was removed from the catheter to perform visual analysis. During removal of the guide wire, the coil wire was separated. Visual examination revealed the guide wire is unraveled from the distal weld and is kinked/distorted in several locations along the body. The core wire distal j-bend was deformed and exposed out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The exposed distal core wire tip is tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. Microscopic examina tion of the catheter and insertion components did not reveal any defects or anomalies. The kink in the guide wire body was measured at 36mm from the proximal tip. The broken core wire measured 684 mm in length which is within the specification of 677-688 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.840 mm which is within the outer diameter specification of 0.838-0.877 mm per guide wire product drawing. The catheter body length measured 217 mm which is within the specification of 207-227mm per catheter product drawing. A lab inventory guide wire with the same diameter as the guide wire involved with this complaint (.877mm) was inserted through the catheter. Minimal resistance was observed and the guide wire passed completely through as expected. Performed per IFU statement "thread tip of catheter over spring-wire guide. Sufficient guide wire length must remain exposed at hub end of catheter to maintain a firm grip on guide wire. Grasping near skin, advance catheter into vein with slight twisting motion." A manual tug test confirmed that the proximal weld was intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this product informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage". The IFU also states "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report that the guide wire unraveled was confirmed through examination of the returned sample. Visual examination revealed that the core wire was broken adjacent to the distal weld. The guide wire met all functional/dimensional requirements during investigation testing, and no manufacturing defects were found. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "consultant anaesthetist was pulling out the guidewire for the triple lumen cvc after the catheter was inserted. While pulling the guidewire the guidewire came undone, and was becoming difficult to pull it without leaving remnants in the vessel. To avoid that, the entire catheter with the guidewire in it was removed. The tip of the guidewire was checked and it was still intact." It was reported the site of the insertion was stitched up and an x-ray was performed to confirm nothing was left in the patient. No patient harm was reported.